Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed, the patient is continued to be monitored remotely. The patient was stable in condition.